Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. A type ia endoleak was observed at the end of the procedure. The physician elected to conclude the procedure and re-intervene at later date to place a palmaz stent. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the reported loss of seal was found to be user related due to the 63 degree juxtarenal angle (off label) and calcifications in the seal zone. There was also the unintentional user error of tension on the aortic body which likely contributed to the event. The final patient disposition was pending a secondary procedure to repair the endoleak and there have been no further patient sequelae reported. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture.